Event description:
Customer reported approximately 25 type b donor units resulted as ab on the galileo while running forward abo typing assays. These mistypes are due to unexpected positive reactivity in the anti-a well.

Manufacturer narrative:
A service call was made. Pipetting needles in positions 1, 3 & 4, 1ml syringe for r pipettor, were replaced. Also performed were: check the level sense, pipettor reference, teach pipettor, cleaned mirror, clean and lubricate y pusher. Performed daily maintenance, and performance testing with acceptable results. The system operated within specifications.